Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse. It was reported that the patient underwent the concurrent procedures of a cystoscopy and posterior repair during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, depression and vaginal scarring. It was reported that patient underwent excision of portions of vaginal mesh due to chronic pelvic pain and recurrent urinary tract infections on (B)(6) 2012. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, incontinence, pelvic and vaginal discomfort.